Event description:
It was reported that once the carboplatin 335mg in dextrose 5% 250ml infusion completed 30 minutes after it began, and the pump was alarming, the nurse noticed that there was still 80ml left in the bag. The left over volume was eventually infused. It was noted that the infusion's total volume was 312.573ml. The event occurred at systemic therapy unit. It was further confirmed during follow up, that there was no patient harm or injury as a result of this event.

Manufacturer narrative:
Additional information provided: d.10 & d.11. The customer's report of a carboplatin 335mg in dextrose 5% 250ml infusion completed 30 minutes after it began and the pump was alarming, the rn noticed that there was still 80ml left in the bag, was not confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. There were no irregularities observed. Further visual inspection of the set noted no damage or any anomalies. Functional testing resulted in no leaking. Rate accuracy testing was performed and the tubing was measured to be within specification(s). The root cause of the customer¿s report of an under infusion was not identified.

Manufacturer narrative:
Concomitant medical products: non-bd chemo clave bag spike; ch3034. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, it is (B)(6) policy not to provide patient information.

Event description:
It was reported that once the chemotherapy infusion completed 30 minutes after it began and the pump was alarming, the rn noticed that there was still 80 ml left in the bag. The left over volume was eventually infused. It was noted that the infusion's total volume was 312 ml. The event occurred at systemic therapy unit. There was no patient injury.